Event description:
Upon completion of procedure for radio frequency ablation of the liver, a small blister was noted on the upper right thigh. It is not clear whether the blister resulted from the removal of the grounding pad or was the result of an actual burn.